Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: siliconomas; ganglion inflammation.

Event description:
Healthcare professional reported device rotation, fear of cancer, siliconomas, and ganglion inflammation. Additionally reported were metallic taste and liquid in the mouth which have been deemed not related to the device. Affected side is left. The status of the device is unknown.